Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service 088 alarm issue. There was no reported adverse event associated with this complaint. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 08/08/2016 - correction: update to initial reporter, (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: call service 088 alarms were observed in the black box and alarm history. During testing, the pump was powered on with no alarms. The pump was exercised for 24 hours; after 24 hours, no call service alarms were emitted. The reported complaint was not duplicated during investigation.